Event description:
It was reported that cadd solis vip pump under infusing, before infusion. Out of box failure. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation as the pump was found to be within manufacturing specifications. Root cause of the reported event is unknown as no fault was found. It is recommended that the device expulsor assembly be replaced as a preventive measure. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.